Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot # 0cpeg03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The investigation conclusion code in section h6 has been updated.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 290 mg/dl at 7:16 p.m. On the contour next ez meter. The customer took 20 units of insulin based on this reading and became unconscious. The customer stated that she woke up next morning at 5:00 a.m. And ate carbohydrates, after which she felt better. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.